Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 445 mg/dl at the time of incident and the current blood glucose of the patient was 447 mg/dl. Customer experienced the symptom such as nausea related to the high blood glucose. Customer was using insulin pump within 48 hours of reported high blood glucose. Customer was treated with insulin pump and manual injection. Active insulin of 17 unit was given to customer after 3 hours customer's blood glucose was 367 mg/dl. Customer declined troubleshooting for the high blood glucose. The product will not be returned for analysis.